Event description:
I have had essure implanted for 10 years and suffer from fibromyalgia, ibs, constipation, severe itching to arms and legs, migraines, weight gain, hair loss, hip, buttock and pelvic pain, heavy painful periods, abdominal pain and insomnia. The pain has gotten so bad that I had to give up my nursing career of 20 years. FDA safety report ID# (B)(4).